Event description:
When connecting hands-free adapter, defib window displays "connect paddles." Hf adapter works fine with another device. This was found during routine maintenance. Device was not being used on a pt.